Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a pyxibus module controller board failure. A field service engineer replaced the pyxibus module controller board for drawers 7 and 8 and contacted back end support for configuration assistance. The fse also advised the customer of a dangerous condition related to the power plug setup in the room, as the power cable was routed behind a sink to supply the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers 07 and 08 were not recognized and did not open to dispense the item amoxicillin 500 mg capsules. The customer confirmed zones 07 and 08 were disabled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.